Manufacturer narrative:
(B)(4). The analysis results found that the mcs20 device was returned with no damage in the external components. Two unformed clips were returned loose along with the device. The package was opened and in an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 10 clips as intended. However, the lock out mechanism was noted to be non-functional, after 2 cycles the lockout was functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a diep flap procedure, the surgeon says that the clips will not load intermittently, also rough firing. A like device was used to complete the procedure. There were no adverse consequences for the patient.